Manufacturer narrative:
The pump was returned to animas and evaluated. All keypad buttons were responding intermittently. The keypad was removed and adhesive was found under the contacts. MFR date: 04/12/2010.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient denied that the pump suffered any trauma or was exposed to water. She also claimed that the keypad was not peeling. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.